Manufacturer narrative:
It is not known if there was patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap broke. It is unknown when the event occurred. It is unknown if there was procedure or patient involvement. This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review was completed for part: 03.010.475, lot: 8888475. Manufacturing location: bettlach, release to warehouse date: may 22, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was used, hardness was measured and documented in DHR file: specification: 38 - 45 hrc, measured: min. 44.1 hrc - max. 44.3 hrc. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device condition: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was not returned. No new issues were identified. The received device condition agrees with alleged complaint condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed and no design issues were identified. A device history review performed for the returned instrument¿s lot number showed that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material review: during DHR, the material, material properties of the returned part was reviewed. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Dimensional analysis was not able to be performed as the relevant broken portions was not returned. Furthermore, no purchase for measurement is noted at the broken site. However, the observed damage was noted to be a significant post manufacture damage condition. A definitive root cause could not be determined based on the provided information. However, technique guides for suprapatellar insertion instruments including the driving cap, which are part of the tibial nail system, state that if needed, light controlled hammer blows can be used to seat nails. Therefore, it is most likely that during impaction the threaded portion of the driving cap was exposed to unintended off-axis forces, which could have made to its distal threaded tip breakage and contributed to the complaint condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.